Event description:
It was reported that the image on the 9800 system was black and the kv would go to max when fluoro tried. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Based on info provided, the following component has been ordered. Interconnect cable. It is believed that once the identified component is replaced, the reported issue will be addressed. If any additional info is received that indicates otherwise, a follow up report will be submitted as required.